Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the helix had disengaged from helical channel. It was also noted that the distal conductor had blood/body fluid (not obstructed), there was blood in/on the helix mechaism and sleevehead, and there was a tip seal observation.

Event description:
It was reported that the lead impedance was too high during an implant. The lead was not used. A different lead was used. No patient complications have been reported as a result of this event.